Event description:
It was reportable there was a red x stating a battery replacement message. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available and the testing conducted, the issue was not reproduced and the cause of reported problem was not determined. The device passed all testing. The investigation concludes that no further action is required at this time.